Event description:
Surgeons were removing a removable hip prosthesis (restoration modular), which was stuck and a part of the body/stem separator instrument was broken when they attempted to separate the proximal from the distal part of the prosthesis. The instrument part broke at the same location.